Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient's l1 lead was completely explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-49114. During surgical intervention reported under MFR. Report#: 1627487-2020-49040 and 1627487-2020-49041. The doctor experienced difficulty removing the patient's l1 and t12 leads. In turn, the doctor end up damaging the l1 lead and was only able to remove a portion of the lead. The doctor was also only able to remove a portion of the patient's t12 lead. The remaining portion of both leads remain implanted in the patient.